Event description:
This is a spontaneous case report received on 07-jul-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states. It refers to the plaintiff, who had essure (fallopian tube occlusion insert) placed in 2014 for contraception. In 2014, plaintiff contacted her physician to discuss birth control options. Physician recommended the essure device procedure, stating that it the procedure was safe. She relied on the benefits and risks as relayed by her physician in reaching the decision to have the essure procedure over other methods of contraception. In 2014, plaintiff underwent the essure procedure. On or about (B)(6) 2015, her physician told her that the device had migrated out of the left fallopian tube and perforated her uterus. Shortly after, plaintiff had surgery to remove essure. In 2016, plaintiff learned that essure may have caused other women to develop symptoms like hers. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted. Approximately one year later, it was found the device had migrated out of the left fallopian tube and perforated her uterus and she was submitted to a surgery to remove essure. This event is listed according to the reference safety information for essure. Uterine perforation is a potential complication of essure insertion or removal. In this particular case, although the exact mechanism of the reported perforation is not known, given its nature causality with essure cannot be excluded. This case was considered an incident, since device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 05-aug-2016: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible, undesirable event and not indicative of a quality deficit per se since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted. Approximately one year later, it was found the device had migrated out of the left fallopian tube and perforated her uterus and she was submitted to a surgery to remove essure. This event is listed according to the reference safety information for essure. Uterine perforation is a potential complication of essure insertion or removal. In this particular case, although the exact mechanism of the reported perforation is not known, given its nature causality with essure cannot be excluded. This case was considered an incident, since device removal was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("device had migrated out of the left fallopian tube and perforated her uterus"), fallopian tube perforation ("perforation (fallopian tube(s)") and genital haemorrhage ("abnormal bleeding (general)") in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included absence of menstruation since 2012, conjunctivitis and eye discharge. Concomitant products included anovlar (loestrin) for contraception. In (B)(6) , the patient had essure inserted. On (B)(6) 2012, 28 days after insertion of essure, the patient experienced pollakiuria ("bladder or urinary problems or changes frequent urination"). In (B)(6) 2012, the patient experienced pelvic pain ("pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2013, the patient experienced visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems"), fatigue ("fatigue"), migraine ("migraines/headaches"), headache ("headaches") and allergy to metals ("nickel allergy/allergic to jewelry with nickel"). In 2014, the patient experienced irritability ("irritability"). In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In 2015, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced weight increased ("weight gain"). In(B)(6) 2016, the patient experienced blood testosterone increased ("high testosterone"). In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), polycystic ovaries ("polycystic ovary syndrome"), diarrhoea ("diarrhea") and vomiting ("vomiting"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hirsutism ("facial hair"), hair growth abnormal ("excessive hair growth"), abdominal pain lower ("cramp"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexula intercourse)"), pruritus ("itchiness") and urticaria ("hives"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, blood testosterone increased, polycystic ovaries, hirsutism, hair growth abnormal, irritability, pollakiuria, weight increased, tooth disorder, visual impairment, eye disorder, diarrhoea, vomiting, migraine, dysmenorrhoea, dyspareunia, allergy to metals, pruritus and urticaria outcome was unknown, the genital haemorrhage, fatigue, pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, allergy to metals, blood testosterone increased, diarrhoea, dysmenorrhoea, dyspareunia, eye disorder, fallopian tube perforation, fatigue, genital haemorrhage, hair growth abnormal, headache, hirsutism, irritability, menorrhagia, migraine, pelvic pain, pollakiuria, polycystic ovaries, pruritus, tooth disorder, urticaria, uterine perforation, vaginal haemorrhage, visual impairment, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2016: bladder wass not distended.; on (B)(6) 2016: proliferative endometrium with breakdown. She had anteverted uterus. On (B)(6) 2016, ultrasound scan revealed trans abdominal imaging was performed first. Bladder was not distended and there was limited evaluation of the uterus and ovaries. Right ovary: the right ovary was 4. 5 x 3 x 1. 9 cm. No masses. Flow was present. Left ovary: the left ovary was 4.0 x 2.6 x 2.3 cm. There was a 1.2 x 1.1 cm hypoechoic structure adjacent to the left ovary of uncertain etiology. On (B)(6) 2016, transvaginal ultrasound scan reevaled transabdominal and transvaginal technique uterus was stable shadowing increased echotexture presumably related to be sure device/devices of bilateral fallopian tubes projects into junction with the uterus. On (B)(6) 2016, endometrium, curettage- disordered proliferative endometrium with breakdown, consistent with irregular shedding. Bilateral fallopian tubes, salpingectomy: two benign fallopian tubes, one with a simple paratubal cyst. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible, undesirable event and not indicative of a quality deficit per se since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable.no specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. New events added- high testosterone, excessive hair growth, weight gain, abnormal bleeding (general), itchiness, hives, migraines/headaches, dental problems, nickel allergy/allergic to jewelry with nickel, dysmenorrhea (cramping), pain, perforation (fallopian tube(s), vision/eye problems, fatigue, diarrhea, vomiting, polycystic ovary syndrome, abnormal bleeding (vaginal, menorrhagia), dyspareunia (painful sexula intercourse), headaches, facial hair, irritability, bladder or urinary problems or changes frequent urination and cramp. Lab data added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("device had migrated out of the left fallopian tube and perforated her uterus"), fallopian tube perforation ("perforation (fallopian tube(s)") and genital haemorrhage ("abnormal bleeding (general)") in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included absence of menstruation since 2012, conjunctivitis and eye discharge. Concomitant products included anovlar (loestrin) for contraception. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 28 days after insertion of essure, the patient experienced pollakiuria ("bladder or urinary problems or changes frequent urination"). In (B)(6) 2012, the patient experienced pelvic pain ("pain /pelvic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain "). In 2013, the patient experienced fatigue ("fatigue"), migraine ("migraines/headaches"), headache ("headaches"), allergy to metals ("nickel allergy/allergic to jewelry with nickel"), eye irritation ("vision/eye problems: red irritated eye") and ocular hyperaemia ("vision/eye problems: red irritated eye"). In 2014, the patient experienced hirsutism ("facial hair") and irritability ("irritability"). In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In 2015, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced weight increased ("weight gain"). In (B)(6) 2016, the patient experienced blood testosterone increased ("high testosterone"). In (B)(6) 2016, the patient experienced polycystic ovaries ("polycystic ovary syndrome"). In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), diarrhoea ("diarrhea") and vomiting ("vomiting"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hair growth abnormal ("excessive hair growth"), abdominal pain lower ("cramp"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pruritus ("itchiness") and urticaria ("hives"). The patient was treated with ibuprofen (advil), vicodin, baclofen (baclophen), surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, blood testosterone increased, polycystic ovaries, hirsutism, hair growth abnormal, irritability, pollakiuria, weight increased, tooth disorder, diarrhoea, vomiting, migraine, dysmenorrhoea, dyspareunia, allergy to metals, pruritus, urticaria, abdominal pain, eye irritation and ocular hyperaemia outcome was unknown, the genital haemorrhage, fatigue, pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, blood testosterone increased, diarrhoea, dysmenorrhoea, dyspareunia, eye irritation, fallopian tube perforation, fatigue, genital haemorrhage, hair growth abnormal, headache, hirsutism, irritability, menorrhagia, migraine, ocular hyperaemia, pelvic pain, pollakiuria, polycystic ovaries, pruritus, tooth disorder, urticaria, uterine perforation, vaginal haemorrhage, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2016: bladder was not distended.; on (B)(6) 2016: proliferative endometrium with breakdown. She had anteverted uterus. On (B)(6) 2016, ultrasound scan revealed trans abdominal imaging was performed first. Bladder was not distended and there was limited evaluation of the uterus and ovaries. Right ovary: the right ovary was 4. 5 x 3 x 1. 9 cm. No masses. Flow was present. Left ovary: the left ovary was 4.0 x 2.6 x 2.3 cm. There was a 1.2 x 1.1 cm hypoechoic structure adjacent to the left ovary of uncertain etiology. On (B)(6) 2016, transvaginal ultrasound scan revealed transabdominal and transvaginal technique uterus was stable shadowing increased echotexture presumably related to be sure device/devices of bilateral fallopian tubes projects into junction with the uterus. On (B)(6) 2016, endometrium, curettage- disordered proliferative endometrium with breakdown, consistent with irregular shedding. Bilateral fallopian tubes, salpingectomy: two benign fallopian tubes, one with a simple paratubal cyst. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: nickel allergy, hives". Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible, undesirable event and not indicative of a quality deficit per se since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, treatment drug were added. Events abdominal pain, event vision /eye problems pt was updated for vision/eye problems: irritated red eyes. Reporter added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.